Event description:
A customer contacted beckman coulter inc. (Bci) regarding the instrument reporting false low platelet (plt) and hemoglobin (hgb) results on a patient sample without suspect flags. The initial results were: plt -204 x10^3cells/¿l, and hgb-6.5g/dl. The sample was rerun and plt and hgb results obtained were in similar ranges and were reported out of the lab. The patient was redrawn, plt and hgb results from that sample recovered higher and a corrected report was sent out. There was no change to patient treatment in regard to this event.

Manufacturer narrative:
The specimen was collected in a 4ml bd vacutainer tube. Qc was run before the event; however, no results were supplied. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found a diluent leak at manifold. B) the leak was repaired and solenoid replaced. C) the fse also replaced diluter #3 pc board. Although parts were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.